Event description:
It was reported that pump screen responded slowly, taking longer than expected and sometimes requiring several taps. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.